Manufacturer narrative:
This report is filed april 24, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced a lack of osseointegration (date not reported) resulting in fixture loss. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.